Event description:
The customer tested his blood glucose and received a reading of 297 mg/dl. He gave himself 30 units of insulin. Four hours later, the customer had a seizure, and paramedicas were called. They tested his glucose at 13 mg/dl when they arrived. The customer did not want to go to the hospital, but was treated with i.v. Glucose. The customer mentioned that when he goes out, he takes the test strips out of the bottle and carries them in his pocket. It was not known if the customer tested with those test strips when he received the high reading of 297 mg/dl. The test strips and meter are to be returned for evaluation, and replacement test strips will be sent.